Event description:
The pediatric anesthesia circuit was in use for a mask conduction case. Throughout the case, the pt was having difficulty breathing which was attributed to the pt's swollen tonsils. The case was completed with no pt compromise. After completion, a gas sampling cap was found inside the gas sampling circuit elbow.